Event description:
It was reported that during use with a bd lsrfortessa¿ so the waste leaked outside of instrument. The following information was provided by the initial reporter: sip drips in manual mode. Steps taken with customer/troubleshooting: no. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Unknown. 5. What is the source of leak/spill? (Waste or non-waste line) waste. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
H6: investigation summary. This investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. The fse reported that the fluid that leaked was sheath. Based on the defective components (waste connectors, air pump, sample pressure regulator and pinch valve), the dcm assembly (p/n 64781907) failed. The reported complaint was confirmed by fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacing 60-10013-00 - valve pinch multi-tube (1x); 34465009 - pcb sample pressure regulator repaired (1x); 02-60798-00 - assembly pump (1x); 59-10091-06 - cpln bdy pnl mt 1/16 ID wht (2x). Root cause: air coming into worn waste connectors causing instability and failure of air pump, sample pressure regulator and pinch valve on dcm (p/n 64781907).

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa¿ so the waste leaked outside of instrument. The following information was provided by the initial reporter: sip drips in manual mode. Steps taken with customer/troubleshooting: no. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line) waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.